Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 300 mg/dl range. Reportedly, customer's basal rate and carbohydrate ratio need to be adjusted. Tandem technical support guided the customer through adjusting pump settings. Customer delivered a correction bolus to stabilize blood glucose levels.